Manufacturer narrative:
The biomedical engineer (bme) requested help with his remote network station (rns) caliper measurements, noting discrepancies between heart rate (hr) readings on the rns and central nurse's station (cns) for a specific patient. Despite attempts to restart monitoring and verify the ip address, the issue persisted. Technical support (ts) included nk clinical support (cas) on the call, who confirmed that no settings should cause this problem, and attempts to copy settings from other beds were unsuccessful. After rebooting the rns, incorrect measurements continued. Biomed advised nursing staff to rely on cns data until the patient is discharged. Cas reported that the heart rate on the cns was around 100, but the rns was showing in the 60s. Somewhere between a 30-40 point difference was what was relayed to them. This was only on that one patient. The heart rate was said to be stable at around 100. They did not have any rates below 98 from what they were relaying. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: the bme replied that they have not heard anything else from the nursing staff regarding the issue. None of the requested information was provided.

Event description:
The biomedical engineer (bme) requested help with his remote network station (rns) caliper measurements, noting discrepancies between heart rate (hr) readings on the rns and central nurse's station (cns) for a specific patient. No patient harm was reported.

Event description:
The biomedical engineer (bme) requested help with his remote network station (rns) caliper measurements, noting discrepancies between heart rate (hr) readings on the rns and central nurse's station (cns) for a specific patient. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) requested help with his remote network station (rns) caliper measurements, noting discrepancies between heart rate (hr) readings on the rns and central nurse's station (cns) for a specific patient. Despite attempts to restart monitoring and verify the ip address, the issue persisted. Technical support (ts) included nk clinical support (cas) on the call, who confirmed that no settings should cause this problem, and attempts to copy settings from other beds were unsuccessful. After rebooting the rns, incorrect measurements continued. Biomed advised nursing staff to rely on cns data until the patient is discharged. Cas reported that the heart rate on the cns was around 100, but the rns was showing in the 60s. Somewhere between a 30-40 point difference was what was relayed to them. This was only on that one patient. The heart rate was said to be stable at around 100. They did not have any rates below 98 from what they were relaying. No patient harm was reported. Investigation summary: insufficient information, and no product was returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 04/04/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 04/10/2025 emailed the bme for all information in the ni list above: the bme replied that they have not heard anything else from the nursing staff regarding the issue. None of the requested information was provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the rns: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.